Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the firing during a lobectomy procedure, the stapler was able to fire but the staples could not be formed. It was stated that the staples were door-shaped. It was also stated that the I-bean was dropped and was stuck on the staple. They fired another nail again after sucking out the scattered staples. It was also stated that there was an incomplete staple line because of the "door" shaped nails. There was no patient injury.